Event description:
It was reported that the patient presented to his md with 'worse heart failure symptoms'. The right ventricular lead was not capturing, impedance was greater than 2500 ohms, and thresholds were unacceptable. The lead was removed from service. No patient complications were reported as a result of this event.